Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: hives, rashes, wheezing, shortness of breath, edema, itchy and watery eyes, severe emotional distress, inability to engage in normal activities, great despair, and loss of enjoyment.